Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the cartridge tubing. Subsequently, the customer experienced a blood glucose (bg) level of 540 mg/dl. A correction bolus was delivered to treat bg level. Customer performed a supply change to address the issue.